Manufacturer narrative:
(B)(4) : final report. No deficiency was found with any of the ops related process. The ops plan, dha report, psv reports and the associated psi guides were all designed to specification and there is no indication as to why the patient ended up being 15mm long. The ops plan had an initial 3mm lengthening planned and without post-operative imaging, it is not clear why or how the patient reported a significant leg length discrepancy. Based on the available information, the root cause of the discrepancy is unrelated to the ops technology as no issue was found with the processing of the ops plan. Therefore, the case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision hip surgery due to leg length discrepancy. All implants explanted.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.